Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue buildup was observed at the jaws. The hemopro shaft was bent approximately 1" below the base of the jaws at the pivot point. The tubing of the shaft was significantly damaged with multiple peels observed. Based on the condition of the device we cannot confirm detachment of the peeled shaft. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The most probable cause is improper insertion of the hemopro tool into the cannula. The IFU instructs the user to hold the harvesting tool approximately 6" from the tips before inserting through the tool port adapter. The hemopro was bent after it came in contact with the opening of the tool port during insertion. The most probable cause of the peeling is contact with the components of the cannula lumen during insertion or retractions of the device. Based on the returned condition of the device and the results of the investigation the complaint is confirmed for the reported "mechanical issue/ bent shaft" and the analyzed "peel." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke two inches from distal tip during a branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) stated that during branch dissection the hemopro broke off 2 inches from distal end. Another hemopro device was opened and case finished fine. No patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke two inches from distal tip during a branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6), stated that during branch dissection the hemopro broke off 2 inches from distal end. Another hemopro device was opened and case finished fine. No patient effects.